Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaking reservoir. The customer stated that she used a model mmt-397 quick-set infusion set but that she was unable to insert the infusion set because the introducer needle was missing. The customer also stated that she had noticed insulin in the reservoir chamber of her insulin pump. The customer then stated that she went through the rewind process with the reservoir in place. It was explained to the customer to insert the reservoir after the rewind was completed. Nothing further was reported.